Event description:
The left arm allegedly fell off, causing the consumer to fall out of the chair. No injury is alleged. The seatbelt was allegedly broken at the time of the alleged incident. No injury is alleged.

Manufacturer narrative:
No alleged serious injury. Malfunction alleged. Allegedly, the left arm of the chair fell off causing the consumer to fall out of the chair. In addition, allegedly, the seat positioning strap was broken at the time of the incident. The consumer is a (B)(6) female who weights (B)(6) and is (B)(6) tall. The manufacturer of the chair is unknown. The model and serial numbers are unknown. The maintenance history for the chair is unknown. The seat positioning strap is meant for positioning the user on the seat and not meant as a safety belt for impacts. The consumer's pre-existing medical condition and stability for using the device are unknown. The consumers medication regimen are unknown. The environmental conditions of the flooring, tiling, carpeting or terrain are unknown.